Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced headaches, light headedness, and nausea since installing an electric fence. The patient was concerned symptoms were caused by electromagnetic interference from the fence. The clinic was unable to provide any additional information because, the patient was not followed there. The device remains in use. No patient complications have been reported as a result of this event.